Manufacturer narrative:
Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a defect in the periphery of the optic once the preloaded toric intraocular lens (iol) was implanted. The surgeon did not want to remove it at the time of surgery and will instead assess the patient later to determine whether it affects visual outcomes or causes aberrations or dysphotopsias. The lens is not available for return, as it remains implanted. No further information was provided.